Manufacturer narrative:
(B)(4). The device was manufactured july 25, 2014 ¿ july 26, 2014. The device was received for evaluation. Visual inspection and functional testing noted that there was no flow at the distal luer. Microscopic inspection noted dug particulate matter build up at the distal end of the glass capillary located inside the flow restrictor housing. The reported condition was verified. The cause of the no flow was determined to be build up of drug particulate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist experienced no-flow after filling a large volume infusor with an unspecified drug. As this occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.